Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the safety barrels of two syringes activated with a clicking noise while fully encased the needle but rotated with ease past the 'locking' point. The issues were discovered during in-servicing, no patients were involved.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 732422x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The radiation sterilization process control document was reviewed and verified processing was conducted per processing specification for lot 732422x. A review of changes to product, process, and packaging has been conducted identifying no affecting changes. Maintenance records were also reviewed. All daily, weekly, monthly pm activities were completed as required in correct time frame. Additionally, dhrs were reviewed for the syringe, collar mold, and shield mold assemblies used to produce this lot. Physical samples inspected from the shop orders for all involved lots identified no issues or ncrs issued against the shop orders. Proper extend function of the shield is conducted during the visual inspection of the cannula. Each sample is also visually inspected to ensure the collar is adequately seated on the barrel trident. Any split collars or high seated collars are tested on all function tests. A minimum of a visual level ii inspection is conducted throughout the production of every shop order. During the physical testing the syringe is broken down to inspect the shield crimp, cannula, rubber tip, and rubber tip to plunger connection. Syringe samples are leak tested to verify the syringe draws, holds and expels fluid properly. Functional testing is conducted to ensure the force specification limits have been met for the following functional tests for the safety syringe: shield extension, shield retraction, sheath removal, shield locking, shield/collar spin, shield/collar detach, and shield axial compression. Forty-nine (49) samples were received for evaluation. Thirty (30) of the syringe samples were packaged in the original manufacturer¿s packaging. Nineteen (19) of the syringe samples arrived without the original packaging. A complete investigation was performed. Visual and functional inspection to the quality inspection standard was conducted. Visual inspection was performed. Thirty (30) syringe samples and packaging were visually inspected, with no issues identified to the syringe or the packaging. Nineteen (19) unpackaged syringe samples were visually inspected, and on one (1) syringe sample, the issue of missing/rubbed off graduation lines and numerals on approximately half of the syringe barrel was identified, which may have been a result of excessive handling, because some of the missing print is still faintly visible. On two (2) of the nineteen (19) unpackaged syringe samples, damage to the guide on the shield was visually identified, indicating an over- torqued condition of the shield on the collar. Functional inspection was performed. Shield locking torque and shield/collar spin testing was performed on the thirty (30) packaged syringe samples: all shield locking (torque) test results were within specification. During shield/collar spin (torque) testing there were three (3) sample results below the minimum specification. The design functional specifications were established by conducting testing on syringes with no prior history of mechanical manipulation/usage/activation, with a known storage condition history, by using controlled test methods. The mechanical manipulation/usage/activation history, and the storage condition history, of the 19 samples received with extended and locked shields, is unknown. It is uncertain how functional testing of the 19 syringes may, or may not be influenced, by unknown storage history, or by the unknown mechanical manipulation/usage/activation history, which may have occurred during the handling of the medical devices during preparation for use and administration, or during collection of the 19 samples. Investigation confirms three (3) instances of the reported condition in the syringe samples provided for further analysis in the original manufacturing packaging. Due to the inability to assess all contributing factors, a definitive root cause is unable to be determined at this time. Potential contributing factors to the reported condition include, but are not limited to: unidentified or unknown manufacturing issue, and/or unknown storage condition history. The reported customer complaint is confirmed. A root cause could not be determined. Potential root causes were identified as unknown/unidentified manufacturing issue or storage condition history. A formal CAPA investigation has been initiated. This complaint will be utilized for tracking and trending purposes.